Event description:
Additional information indicated that surgical intervention was undertaken wherein the ipg was explanted and replaced. Therapy was restored post-op.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Manufacturer narrative:
Section b3: date of event is estimated.

Event description:
It was reported that ipg was approaching end of life (eol). Programmer displayed error message ¿generator is reaching eol and to contact your rep." Ipg status was confirmed to be at <2.73v. It was noted that patient runs continuous burst stimulation, 24/7 on high amplitudes (burst at level 60). Surgical intervention may be undertaken to address this issue.